Event description:
As reported by the user facility: within the past several weeks, there were 2 occurrences - the clip did not fully deploy when the stylet was withdrawn from the catheter; clip remained on shaft of stylet. No injury. Samples not saved. Ref MFR report 9610825-2013-00089.